Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe was too tight and so subsequently removed the trocar upon removal of the laser probe. There was no reported patient harm.

Manufacturer narrative:
The probe was not returned for evaluation. No further information was able to be obtained from this customer. Without additional information, the root cause of the reported event cannot be determined conclusively. The probe was packaged on martch 7, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).